Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent positioning/placement problem occurred. The discrete target lesion was located in the mid left anterior descending (lad) artery. A 2.50x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion and was positioned. However, during deployment, the patient coughed very strongly and the physician missed the lesion. Subsequently, a 2.50x20mm promus premier drug-eluting stent was deployed proximal to the 2.50x16mm promus element ¿ stent, overlapping it and covering the lesion completely, and the procedure was completed. No patient complications reported and the patient's status was stable.